Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer's spouse reported via phone call that they experienced high blood glucose level and blank display. Customer's blood glucose value was 355 mg/dl at the time of the incident and blood glucose was 407 mg/dl at the time of call. The customer's spouse was assisted with troubleshooting and declined for high blood glucose. Customer's spouse stated that the display did not return. The customer was treated with manual injection. The insulin pump was returned for analysis.